Manufacturer narrative:
Corrective data: date rec'd by MFR. Date for pia completion: 08/16/2017.

Event description:
A peritoneal dialysis patient reported blood in his patient line during treatment. The patient had returned home from the hospital the previous day, after undergoing hernia surgery. The patient disconnected from the machine and stopped treatment. The patient's nurse stated that the patient's prescription was adjusted to tidal therapy. The patient's hernia condition preceded the patient being on peritoneal dialysis. The patient has been on peritoneal dialysis since (B)(6) 2015. Currently the patient is improving, and continuing with peritoneal dialysis. The patient is no longer seeing any blood in the device lines.

Manufacturer narrative:
A temporal relationship exists between ccpd therapy with the liberty cycler/ fresenius products and the reoccurrence of the abdominal hernia requiring repair as an elective outpatient surgical procedure. Additionally there is a probable causal association between the event of reoccurrence of abdominal hernia and the increase in intra-abdominal pressure that occurs during the normal course of peritoneal dialysis (pd) therapy. The bloody peritoneal effluent the patient experienced during in home pd treatment post-surgery is typically related to remaining post-surgical blood in the peritoneum.. Additionally, there has been no reported allegation of device malfunction against the liberty cycler or any fresenius products.

Event description:
A peritoneal dialysis patient reported blood in his patient line during treatment. The patient had returned home from the hospital the previous day, after undergoing hernia surgery. The patient disconnected from the machine and stopped treatment. The patient's nurse stated that the patient's prescription was adjusted to tidal therapy. The patient's hernia condition preceded the patient being on peritoneal dialysis. The patient has been on peritoneal dialysis since (B)(6) 2015. Currently the patient is improving, and continuing with peritoneal dialysis. The patient is no longer seeing any blood in the device lines.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformance during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient reported blood in his patient line during treatment. The patient had returned home from the hospital the previous day, after undergoing hernia surgery. The patient disconnected from the machine and stopped treatment. The patient's nurse stated that the patient's prescription was adjusted to tidal therapy. The patient's hernia condition preceded the patient being on peritoneal dialysis. The patient has been on peritoneal dialysis since 12/14/2015. Currently the patient is improving, and continuing with peritoneal dialysis. The patient is no longer seeing any blood in the device lines.

Manufacturer narrative:
The device has not been returned to the manufacturer. A supplemental report will be filed upon completion of the manufacturer's investigation.

Event description:
A peritoneal dialysis patient reported blood in his patient line during treatment. The patient had returned home from the hospital the previous day, after undergoing hernia surgery. The patient disconnected from the machine and stopped treatment. The patient's nurse stated that the patient's prescription was adjusted to tidal therapy. The patient's hernia condition preceded the patient being on peritoneal dialysis. The patient has been on peritoneal dialysis since (B)(6) 2015. Currently the patient is improving, and continuing with peritoneal dialysis. The patient is no longer seeing any blood in the device lines.